Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer 1.2 experienced failures across multiple cubies and rows. A field service engineer (fse) powered off the station and reseated the pyxibus cable, retractor bands, sensors, and row board cabling for drawers 1.1 and 1.2. The hardware was reassembled, and the station was rebooted. The drawers were tested through the application and functioned successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected. The customer had replaced two drawer boards, after which the customer began experiencing issues again, with the drawer not being detected on several rows and failing to lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.